Event description:
On (B)(6) 2024, the patient underwent endovascular treatment of a unilateral iliac artery aneurysm using gore® excluder® iliac branch endoprostheses. On (B)(6) 2024, the physician informed the gore representative that the graft was infected. It is unknown if there was pre-existing infection present in the field of treatment during the index procedure, and the cause of the infection remains unknown. On (B)(6) 2024, the gore® excluder® iliac branch endoprostheses were explanted. The patient remains under post-op care and tolerated the explant procedure.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog#: hgb161207a/ serial#: (B)(6)/ UDI#: (B)(4) as a component of the same system. Catalog#: hgb161207a/ serial#: (B)(6)/ UDI#: (B)(4) as a component of the same system. A.2. Age at the time of event/date of birth: this information has been requested but has not yet been provided to gore. A.4. Patient weight: this information has been requested but has not yet been provided to gore. B.7. Other relevant history, including preexisting medical conditions: this information has been requested but has not yet been provided to gore. D.10. Concomitant medical products and therapy dates: this information has been requested but has not yet been provided to gore. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing and sterilization paperwork verified that the lots involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A.2. Age at the time of event/date of birth: asked but remains unavailable to gore. A.4. Patient weight: asked but remains unavailable to gore. B.7. Other relevant history, including preexisting medical conditions: asked but remains unavailable to gore. D.6b. Explant date added. D.10. Concomitant medical products and therapy dates: asked but remains unavailable to gore. H.6. Investigation findings for communication/interviews: code c21 updated to code c20. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® iliac branch endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, infection (e.g., aneurysm, device, or access sites) and surgical cut down, bypass, or conversion.